Event description:
It was reported that the insulin pump had cracks in the display and in the battery compartment. The blood glucose reading was unk. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real time insulin infusion pump, which is marketed in the united states. The insulin pump was received with cracked case at the display window corners, display window, reservoir tube, reservoir tube window and battery tube threads. A minor scratched display window was also observed.